Event description:
Report received from hospital to baxter in 2005 which reported that bag was filled with 120 ml. Product. Product had been collected and frozen 2002. Cryopreservation and storage was performed without metal cassettes (cryopreservation on a plate, storage in a cardboard). Planer machine used for freezing, storage in liquid nitrogen. Bag broke during storage period (rupture occurred in the storage tank), the bag was torn on 1 side. Bag was in storage for 21 months. The product was tested for sterlity: microbiology test was positive. The patient was not recollected/remobilized. The cryocyte bag has been discarded by the center. Transplantation in 2004 and engraftment in the same day (therapy not myeloablative).